Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The identified "upstream occlusion" alarm was confirmed and reproduced during evaluation. Evaluation found the upstream sensor current reading to be out of specification (low), caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it had a delayed keypad response. There was no patient involvement.